Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2006 and mesh was implanted. It was reported that the patient had a concurrent procedure of a total abdominal hysterectomy/ bilateral salpingo-oophorectomy performed during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. It was reported that following insertion, the patient experienced intermittent deep sharp shooting pain down the right leg, chronic abdominal and vaginal pain, chronic severe vaginal and perineal pain, chronic pelvic and leg pain, dyspareunia, extreme vaginal pain, frequent vaginal infections, depression and fatigue from pain. It was reported the patient underwent the following: exploratory laparotomy, lysis of adhesions with intercede adhesion barrier placement and mesh revision on (B)(6) 2006; cystoscopy with hydro distention and excision of vaginal mesh on (B)(6) 2007; cystoscopy on (B)(6) 2009; complex explantation of mesh on (B)(6) 2009. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis, nocturia, and vaginal irritation.

Event description:
It was reported that following insertion the patient experienced atrophic vaginitis, nocturia, and vaginal irritation.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.